Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was found on black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f grid. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen went black. The field service engineer disconnected all auxiliary equipment and attempted to power on the unit, but it did not start. The fse then disconnected all drawers and the main unit, reconnecting them one at a time until the issue reoccurred. After isolating the problematic drawer, the fse further narrowed it down between drawers 6.1 and 6.2. The fse found that drawer 6.2 had a faulty drawer board and replaced the board. After the replacement, the fse tested all cubies and the drawers, and confirmed everything was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was found on black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was found on black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.